Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient has been trying to wean off the baclofen and was doing really well. A month ago (prior to the call date of (B)(6) 2019), the concentration of the baclofen was changed because it was lasting so long. Two weeks later, the patient was getting "itchy and aggravated.¿ the patient went in and they said the patient only had 6 days of medicine left and they filled the pump again. The patient is taking baclofen tablets because they make them feel better. They ¿think maybe something is wrong with the catheter¿. The patient is having spikes in his blood pressure as high as ¿179 over something¿ and wanted to know if they should go to the emergency room. They called the managing doctor¿s office and they didn't seem too concerned and listed off a few different things it could be. They were at the managing doctor¿s office on friday ((B)(6) 2019). They also called another doctor¿s office and are waiting for a call back. The doctor can't see the patient until (B)(6) 2019. The caller was to follow up with the healthcare professional (hcp). It was reviewed the patient services role and they advised the caller that they need to seek medical attention as they feel appropriate. There were no further complications reported/anticipated.